Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the stimulation decreasing on its own was an increase in the patient¿s activity level. It was reported that the patient contacted a manufacturer representative (rep) in their area and met them at their doctor¿s office. They stated that the rep resolved their problem and setting groups a, b and c stimulation. It was indicated that the issue of their stimulation decreasing on its own was resolved. The patient weighed (B)(6) at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she set it on b at 9.5 but noticed occasionally when she checked it, it dropped to 9.1 but she didn¿t use the controller to lower it. No further complications were reported.